Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated, and exhibited high battery impedance. The device has been removed and replaced. No patient complications have been reported as a result of this event.